Event description:
The customer's father called to report that "the pod's needle deployed the cannula late", causing his son to have high bg's (257-366 mg/dl) within 12 hours of wear. No "click" was heard when the cannula was supposed to be injected; despite this, the pod proceeded to be worn as the cannula "appeared to have been in his skin" when the pod was first put on. When the pod was removed, however, it was observed that there was no mark left on the customer's skin where the cannula would have inserted. The pod will not be returned for eval.

Manufacturer narrative:
The customer stated that the needle had "deployed the cannula late". This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula had not inserted subcutaneously and would have immediately deactivate the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.